Event description:
Customer reported during a tympanoplasty procedur, the cup of hte curette broke off. The surgeon doesn't know if the tip is in the pt's ear or flew off onto the drape or floor. The surgeon has scheduled an x-ray to cofirm. The surgeon reported that if the instrument piece is in the pt's ear. It should not cause any problems, however, the surgeon has questioned whether it is magnetic in the event pt requires an MRI at a later time.